Event description:
It was reported that, during a tka, the inserter broke while trying to seat the poly. All pieces were retrieved. It is unknown how the procedure was finished. Surgery was not delayed. Patient was not harmed beyond the described event.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection confirmed one side of the tip is broken off the tray/articular surface inserter tip. The device shows significant signs of wear/usage. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. This is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur.